Manufacturer narrative:
Concomitant product: 5076 lead implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced a hematoma post-defibrillator implant. The pocket was evacuated and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.